Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one nc sprinter balloon catheter when deflation difficulties were experienced. The device would not deflate at the lesion site during subsequent inflations. During the emergency coronary angiography and percutaneous coronary intervention, vascular access was obtained via the left radial artery and a 6f arterial sheath was placed. Intraprocedural medications included nitroglycerin 200 micrograms, initial heparin 2000 units, and an additional 5500 units of heparin during the intervention. Diagnostic coronary angiography was performed using 6f jl 3.5 and 6f jr 3.5 catheters. Coronary anatomy demonstrated a left-dominant system. The left main (lm) coronary artery had no significant disease. The proximal left anterior descending artery (lad) was 100% occluded with timi 0 flow. The left circumflex (lcx) artery showed segmental 80% to 85% stenosis with timi 3 flow. The right coronary (rca) artery had diffuse disease with the most severe stenosis estimated at 50% to 60%, and there was also mid-rca segmental stenosis of approximately 90% to 95% with timi 3 flow. Intervention was then performed to the lad using a 6f 3.5 guide catheter positioned at the lm ostium. A non-medtronic guidewire was advanced toward the proximal lad occlusion in an attempt to cross the lesion into the distal lad. Pre-dilation was performed with a non-medtronic 2.5 x 20 mm balloon at 8 atm for 5 seconds and then 10 atm for 5 seconds. A non-medtronic 3.0 x 38 mm stent was then deployed in the proximal lad at 10 to 12 atm for 5 seconds. Post-dilation was attempted with an nc sprinter 3.5 x 12 mm balloon inflated at 12 atm for 5 seconds. Following post-dilation, difficulty was encountered during withdrawal of the post-dilation balloon, with inadequate balloon deflation despite repeated negative-pressure attempts. During the procedure, the patient developed ventricular fibrillation with agitation and required 200 j unsynchronized dc cardioversion, after which sinus rhythm was restored. Frequent ventricular premature beats and short runs of ventricular tachycardia were also observed. Further attempts were made to manage the situation. A new non-medtronic guidewire could not be advanced successfully, so another non-medtronic guidewire was used and was able to cross into the distal lad. A non-medtronic 1.2 x 12 mm balloon was then advanced but could not pass beyond the retained post-dilation balloon. A second episode of ventricular fibrillation occurred and was treated with another 200 j dc shock and lidocaine infusion. During attempted withdrawal/manipulation, the post-dilation balloon push rod fractured, resulting in the balloon remaining entrapped within the lad stent. Blood pressure dropped to 80/50 mmhg, and the patient required dopamine bolus and infusion for hemodynamic support. Additional vascular access was obtained through the right femoral artery with placement of a 6f sheath, and an intra-aortic balloon pump was inserted for circulatory support. A non-medtronic guidewire and non-medtronic microcatheter were advanced to the proximal lad stent, and multiple attempts were made using a non-medtronic guidewire to puncture the retained balloon. Repeat angiography demonstrated only minimal flow to the distal lad after these efforts. At the conclusion of the procedure, the retained balloon remained trapped within the lad stent and only minimal distal lad flow was present. Total contrast volume was reported as 130 ml of iodixanol. The patient was transferred to a higher-level hospital for coronary artery bypass grafting evaluation/treatment. The patient was diagnosed with acute myocardial infarction. No further patient complications were reported as a result of the event.